Event description:
Customer's daughter reported customer noticed a blank screen on the display of her precision xtra blood glucose meter. She further reported customer subsequently experienced a headache, a dry mouth, "weakness in the knees" and anxiety. Customer self-presented to her healthcare provider, was diagnosed with severe hyperglycemia and treated with an unknown amount of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. An investigation will be undertaken upon receipt of the customer's products. A final report will be sent when the investigation is completed. It should be noted: the customer was unable to state when the medical event actually occurred.